Event description:
It was reported that the light emitting diode (led) on the external pulse generator (epg) is intermittent on the top of the display. There are also loose parts inside. The epg was returned for repair and functional test. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing. It was noted that all three control knobs were cracked and the upper and lower cases were broken. (B)(4).